Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on the information reviewed, the reported positioning failure (leaflet grasping and leaflet capture) appears to be related to challenging patient anatomy. The reported tissue injury appears to be cascading effect of the grasping attempts and patient morphology/pathology. Tissue injury is a known possible complication associated with mitraclip procedures. The reported prolonged hospitalization was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling. Codes removed: health effect-clinical code: 4451.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4+ mitral regurgitation (mr) and a prolapsed posterior leaflet for a mitraclip procedure. During the procedure, a mitraclip was attempted to be implanted on the leaflets. There was challenges grasping and capturing the leaflets, after deployment it was visualized that there was a tear in the anterior leaflet. The procedure was discontinued, the final mr remained at grade 4+. There were clinically significant delays reported.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4+ mitral regurgitation (mr) and a prolapsed posterior leaflet for a mitraclip procedure. During the procedure, a mitraclip was attempted to be implanted on the leaflets. There was challenges grasping and capturing the leaflets, after deployment it was visualized that there was a tear in the anterior leaflet. The procedure was discontinued, the final mr remained at grade 4+. There were clinically significant delays reported.